Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that the device was not sealing tissue even though end tones were heard. There was no bleeding or injury to the patient.

Manufacturer narrative:
(B)(4). Date of initial report: 09/14/2016. Date of follow-up report: 10/14/2016. The reported condition that the device would not seal tissue was not confirmed. Functional testing was performed with the returned device on porcine kidney tissue. Multiple seals on various size vessels were made. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The investigation found the device to function normally and within specifications. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.